Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient states that she noticed this morning at the end of her treatment fluid in the inner area where the cassette goes. Patient states that she has had no ill effects or antibiotics taken. Effluent has remained clear. There is no sample available for evaluation.